Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient did not have symptoms of being low. She was getting an urgent low on her display device. She did not check a bg. She self treated the asymptomatic ul egv with carbohydrates. An unspecified time after treatment, the display device was still saying low. The patient decided to go to the hospital to check her sugar and she was at 296 mg/dl. The egv at that moment was low. She was given IV fluids to treat hyperglycemia and the bg was 166 mg/dl an unspecified time after treatment. She was advised by the hospital to take off the sensor and call for a replacement. The patient stayed at the hospital for few hours and was discharged the same day. At the time of the report 2 days later, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.